Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
On (B)(6) 2012, a (B)(6) y/o, female patient with a bmi of 20, underwent implantation of a insert tibia logic psc sz2 9mm. On (B)(6) 2019, approximately 86 months post implant, the patient underwent revision due to osteolysis/ mechanical loosening.

Manufacturer narrative:
After further review of additional information received the following sections g3, g4, g7, h2 and h3 have been updated accordingly. (H3) the evaluation noted that revision reported was likely the result of an insufficient bond between the implant and the bone, which led to mechanical loosening of the tibial tray and/or femoral component and osteolysis. However, this cannot be confirmed as the devices were not available for evaluation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b5, h6 ¿ clinical code, impact code, component code, investigation type, findings, conclusion codes the following sections were corrected: b2: outcomes attributed - disability or permanent damage does not apply d1: brand name d4: catalog number, UDI number g4: 510k h6: problem code the investigation has been re-opened. Results of the investigation will be reported within 30 days of completion.

Event description:
Additional information received via a legal notification. The plaintiff underwent right knee revision surgery due to accelerated and preventable wear of the tibial insert. The plaintiff has suffered and continues to suffer permanent and debilitating injures and damages, including but not limited to, significant pain and discomfort; gait impairment; poor balance; difficulty walking; component part loosening; soft tissue damage; bone loss; and other injuries which all require ongoing medical care.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3/g4, h6 the following sections were corrected: d1/d2a/d2b, d4, h4, h6 MDR section codes updated/corrected: a, b, c, d, e the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and tibial loosening. Or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.